Event description:
It was reported by svc report that the strut lock bar is broken. There was pt involvement; however, no adverse consequences are reported.

Manufacturer narrative:
Other: strut lock bar.